Event description:
Return reason: catheter body tear. Analysis determined: investigation found that the unit had been used. Investigation also found a 1-2mm tubing rupture directly below distal hub. No observable mfg defects were found. Unit guidewires acceptable with no occlusion found. Tubing dimensions are acceptable and within specifications in the incoming lot and this unit. Rupture site was abnormal due to it's vertical nature and hub exhibiting exterior clamp marks. The claim does not state at what injection pressure or flow rate the media was infused. The maximum injection pressure and flow rate for 5fr 80cm pvc is 600psi at 6cc/sec. Injection and/or flow rates should not be higher than the recommended rate. No further info on the pt's status is available. Correction action taken: this is an isolated incident and no corrective action is necessary at this time, however, both the frequency and severity of this type of incident will be closely monitored.